Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clip applier did not clip on the duct correctly therefore the clip applier had to be manually opened and taken off the duct with another robotic instrument. No tearing of the duct occurred. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application. Medium-large weck hem o lock clips were used for the procedure. Not sure if the vessel or tissue bundle was greater than what is specified in the IFU. Surgeon tried 3 times to get the clip to work however never went on correctly with the applier. A backup instrument was used to resolve the issue. No photos or videos are available for review. Patient demographics were obtained.